Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported , after the puncture, the distal end of the ebus needle bent so much that the needle could no longer be retracted. Approximately 5 punctures were made with the first needle, and only one puncture with the second needle. The device (the two needles with same lot number kr206250) were replaced and the intended procedure ( endoscopic ultrasound (eus) was successfully completed with a new needle. According to the report, the patient was not harmed, no damage on the endoscope was noted. There was no patient harm, no user injury reported due to the event. This event includes two reports: report with patient identifier (B)(6) (first needle). Report with patient identifier (B)(6) (second needle). This report is for report with patient identifier (B)(6) (second needle).

Manufacturer narrative:
The dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 475 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. Upon return, the device was returned in its original inner packaging with lot number: kr206250. The device returned with the stylet wire inside the needle. The device returned with the distal needle tip exposed and taped within a plastic container for protection. Initial observations contain dried blood in multiple areas along the sheath, consistent with use. The distal end of the needle and sheath appear bent. The device handle lock was able to slide and lock into place. The sheath adjuster knob was able to rotate and slide and lock into positioning. The connecting slider was able to click into both positions. In attempt to advance the needle fully, when trying to advance the handle, the needle was not able to advance further than the length it was already protruding upon return. The needle was protruding approximately 0.1875 inches from the distal end of the sheath. Upon sliding the handle back and forth in attempt to advance and retract the distal needle, there was no control of the distal needle, seemingly stuck in one position. The distal needle was bent approximately 0.50 inches proximally from the distal end of the sheath. The hypotube was present, but bent. The pebax was present and in good condition, with no pieces missing. There was visible dried blood at the distal end seen by the red traces remaining. The needle tip remained sharp. The initial complaint of the device not being able to retract can likely be confirmed. This is likely due to the bent distal portion and components of the needle, sheath, and hypotube resulting in there being heavy amounts of resistance when trying to advance and retract the needle. The observed failure is a known phenomenon likely resulting from the device experiencing excessive ranges of motion on the distal end past the intended ranges. On page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.